Event description:
It was reported that the device's cassette did not lock. There was no patient involvement. The device evaluation revealed a defective latch lock flex sensor.

Manufacturer narrative:
One device was received for evaluation in used condition. Functional testing was able to duplicate the reported problem. It was determined that the latch lock flex was the root cause. The latch lock flex was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.